Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable was re-seated during the service call. The reported issue is currently under investigation.

Event description:
It was reported that the 9800 system had no image displayed on the monitor during a case. The 9800 system had to be removed and the procedure was completed with another system. No pt injury was reported.